Manufacturer narrative:
The unit passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The unit functioned properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to ketoacidosis from insulin pump failure. The customer's blood glucose level at the time of admission was 700 mg/dl. The customer reported that they the insulin pump woke them up with a no delivery. They had high ketones. The customer had treated the insulin pump and by the time they were hospitalized her blood glucose had fallen to 82 mg/dl. The device was returned for analysis.